Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a phrenic nerve palsy. A pulsed field ablation (pfa) procedure was completed successfully with a farawave pulsed field ablation catheter. The physician commented the following day that the patient had symptoms of shortness of breath. A computed tomography was performed and showed an elevated right diaphragm. The event is still in progress and the patient was kept in observation. The device is not expected to return for analysis.

Event description:
It was reported that a patient experienced a phrenic nerve palsy. A pulsed field ablation (pfa) procedure was completed successfully with a farawave pulsed field ablation catheter. The physician commented the following day that the patient had symptoms of shortness of breath. A computed tomography was performed and showed an elevated right diaphragm. The event is still in progress and the patient was kept in observation. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to field h6 patient code: hypoxia e0726 updated to dyspnea e0717. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.